Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the set screw was not engaging with the lead, intra-operatively. The representative indicated that there was no backing out of the set screw. They could hear the ¿clicking¿ but the lead was still loose and the set screw would not tighten. As diagnostics/troubleshooting, reviewed and instructed to use a different ins. A new ins was then opened up and used. The set screw on that device worked fine. The issue was reported as resolved and it noted that the patient was fine. The patient status was noted as ¿alive ¿ no injury.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this was an out of box failure. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (s/n(B)(4)) revealed the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.